Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The stent could not cross the lesion and it did not reach the target lesion. The stent was not deployed and was removed from the body. It was then when it was checked that the damage was noted. The target lesion being treated was severely calcified in the proximal and mid segments of the left main (lm) coronary artery and left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. The same inflation device was successfully used with other devices. The procedure was not completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the target lesion was in the proximal to mid left anterior descending (lad) artery. Resistance was not noted when removing the device. Product analysis: the device returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the proximal stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.